Manufacturer narrative:
Phone:(B)(6). This report is being filed on an international product, list number 2k91-74 that has a similar product distributed in the us, list number 2k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect ca 19-9xr result generated on an architect i2000sr analyzer for one patient. It is unknown if the patient is diagnosed with pancreatic cancer. The initial result = >1200 u/ml, the repeat result was normal (no actual value was provided). Customer provided reference range is <37 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and inhouse testing of a retained reagent kit lot 31313fp00. Return testing was not completed as returns were not available. Ticket trending review did not identify any trends or increase in complaint activity. Device history record review did not identify any non-conformances, deviations, or potential non-conformances for the complaint lot number. Accuracy testing was performed to evaluate the performance of the reagent lot 31313fp00. An internal ca 19-9xr panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the architect ca 19-9xr reagent lot 31313fp00 was identified.

Event description:
Update: additional information provided by the customer on 3-may-2022. The patient was not diagnosed with pancreatic cancer prior to testing.